Event description:
It was reported that a nurse received unintended sensory stimulation from the device after touching the cables following a procedure. There were no adverse consequences reported and no medical intervention required.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.